Event description:
Related manufacturer reference number: 1627487-2023-01626; related manufacturer reference number: 1627487-2023-01724. Additional information received indicates that the patient's lead had high impedance resulting in ineffective therapy and the ipg was electively replaced. Reportedly, effective therapy was achieved post op.

Manufacturer narrative:
Date of adverse event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-01722. It was reported that the patient¿s peripheral lead and ipg were explanted and replaced for an unknown reason.